Event description:
The customer reported that the device failed to deliver energy during use. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that the device failed to deliver energy during use. No adverse pt impact was reported. On 02/27/08 a philips fse evaluated the device. The device passed all testing. The event summary was reviewed by philips. The users attempted to deliver energy via paddles over a thin sterile barrier that was present on the pt's skin. A no shock delivered message was displayed which is given, when the impedance is out of range. The biomed coordinated re-education of the operating room staff. We are considering this a user error. There was no malfunction of the device.